Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the foot could not be confirmed based on the returned device condition as the foot functioned as expected. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the proglide device was pulled out of the patient against resistance. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case the resistance would not have contributed to reported difficulties and the device was subsequently pulled against resistance due to circumstances based on the reported difficulties. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty retracting the foot and difficulty removing the device may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Resistance was felt during attempt to remove the second proglide device as the foot plate did not retract properly into the device body when the foot plate actuator was lowered back to the closed position. The proglide device was pushed forward into the artery and the foot plate was opened and closed again to try and get the footplate to close properly. The proglide device was pulled out of the patient against resistance. It was noted that the footplate was out of alignment and had not retracted properly into the device body. No device separation occurred and no vessel damage was noted. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.